Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter, compared to an unknown laboratory method. The meter result at 07h00 am was 3.7inr. The laboratory result at 10h00 am was 2.7 inr. The patient tests once a week, because of the heart valve infection now tests every day, and has a therapeutic range of 2.5 to 3.5.

Manufacturer narrative:
The test strips were requested for the investigation. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The test strips were received for investigation. Sections d9, d4 expiration date, and h3 were updated. The returned strips were tested using a retention meter with a high-level control sample. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.